Manufacturer narrative:
The explanted device was not returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead presented to the clinic after hearing beeping tones from the device. Interrogation revealed a high, out-of-range shock impedance measurement and decreased r-wave amplitudes. There was a non-sustained ventricular tachycardia (vt) episode stored showing noise artifacts. Reprogramming was performed to minimize the chance for inappropriate therapy and the patient was sent to an implanting center for further examination. It was noted the patient's ejection fraction was now 40%. The field representative later reported that the patient was sent to a heart center hospital where further evaluation of the patient's condition was performed. The patient's ejection fraction was reported to be 45%; there was no indication for ICD therapy at the moment and physicians were considering if the transvenous ICD should be explanted and replaced with a subcutaneous ICD. No adverse patient effects were reported. Additional information was received. It was reported that no troubleshooting was performed related to the out-of-range shock impedance measurements and noise. Three months later, the device and lead were explanted upon the patient's request. No new system was implanted, due to the improvement in their ejection fraction. The lead was destroyed during the laser extraction process, and the device, which had reached elective replacement indicator (eri) battery status, was discarded. No adverse patient effects were reported.

Manufacturer narrative:
Available information indicates the device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead presented to the clinic after hearing beeping tones from the device. Interrogation revealed a high, out-of-range shock impedance measurement and decreased r-wave amplitudes. There was a non-sustained ventricular tachycardia (vt) episode stored showing noise artifacts. Reprogramming was performed to minimize the chance for inappropriate therapy and the patient was sent to an implanting center for further examination. It was noted the patient's ejection fraction was now 40%. The field representative later reported that the patient was sent to a heart center hospital where further evaluation of the patient's condition was performed. The patient's ejection fraction was reported to be 45%; there was no indication for ICD therapy at the moment and physicians were considering if the transvenous ICD should be explanted and replaced with a subcutaneous ICD. No adverse patient effects were reported.